Event description:
It was reported that air bubbles were observed within the infusion set tubing and cartridge tubing. Customer reported not performing the air removal step when filling the cartridge. Tandem technical support educated customer on the air removal process per the user guide. Customer performed a supply change to address the issue. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned